Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was) and versacross connect system. Prior to the commencement of the procedure a baseline effusion measuring 3mm was identified via transesophageal echocardiogram (tee). While attempting the transeptal puncture (tsp) the operator had difficulty maintaining consistent tenting while sliding too anteriorly. Position on the interatrial septum was obtained in the inferior middle and middle position. The was and versacross connect system were positioned in the right atrium for another tsp attempt. The operator contended a perforation occurred while attempting the tsp. The baseline, right sided, posterior pericardial effusion grew in size to 20mm and cardiac tamponade developed. The patient lost hemodynamic stability. The laa closure procedure was aborted, invasive blood pressure monitoring was established, intravenous fluids were administered, neosynephrine was initiation, and a pericardiocentesis was performed. Approximately 160ml of blood was aspirated and bleeding persisted. The patient was transferred to the operating room for a pericardial window procedure. It was further reported the patient fully recovered and was discharged five (5) days post index procedure.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was) and versacross connect system. Prior to the commencement of the procedure a baseline effusion measuring 3mm was identified via transesophageal echocardiogram (tee). While attempting the transeptal puncture (tsp) the operator had difficulty maintaining consistent tenting while sliding too anteriorly. Position on the interatrial septum was obtained in the inferior middle and middle position. The was and versacross connect system were positioned in the right atrium for another tsp attempt. The operator contended a perforation occurred while attempting the tsp. The baseline, right sided, posterior pericardial effusion grew in size to 20mm and cardiac tamponade developed. The patient lost hemodynamic stability. The laa closure procedure was aborted, invasive blood pressure monitoring was established, intravenous fluids were administered, neosynephrine was initiation, and a pericardiocentesis was performed. Approximately 160ml of blood was aspirated and bleeding persisted. The patient was transferred to the operating room for a pericardial window procedure.